Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the mobile power unit (mpu) cable. The patient remained ongoing with no alarms and was solely using battery power until a replacement was issued.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿damage to the mpu cable¿ was confirmed with the submitted photo. The submitted photos captured a tear/slice at the controller connector end of the patient cable. There was no visible underlying wire. A root cause of the damaged patient cable could not be determined during the evaluation. The submitted log file captured routine power cable disconnect alarm events relating to power exchanges. No adverse alarm events were captured that could be correlated to the reported damaged on the cable. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped on 19sep2017. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.